Event description:
It was reported that the pt underwent a posterior spinal fusion to treat a t10 burst fracture following a motor vehicle accident. It was reported that the set screw stripped and could not be removed from the pt. No additional pt complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for eval, therefore, the cause of the event cannot be determined.